Event description:
The customer reported that the system intermittently displayed a communication fail error message and would shut itself down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups (uninterruptible power supply) was replaced. The system was then found to be operating as intended.